Manufacturer narrative:
(B)(4). The event happened sometime from (B)(6) 2014. As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device underinfused during patient infusion of fluorouracil diluted in a dextrose in water solution. The infusor was connected to the patient via an implantable port (port-a-cath) at the chest and carried by the patient in a bag at waist height. The reporter stated that after the expected infusion duration of 48 hours, approximately 25% of the initial volume remained within the device. There was no patient injury or medical intervention associated with this event. No additional information is available.